Event description:
Surgeon had performed surgery on patient in (B)(6) 2012. Products 55-11706 (left le fort pre-bent plate) and 55-12706 (right le fort pre-bent plate) were used. Surgeon performed case on (B)(6) 2013 to remove them and replace the hardware. The wings on the right side plate broke in one area. The left side plate broke in 2 areas.

Manufacturer narrative:
Investigation in progress but not yet complete.